Event description:
The patient contacted baxter's technical service center regarding not being able to breath and feeling full, which occurred on the homechoice (hc) after therapy. The patient did not have symptoms at the time of the call. The patient stated he ended his therapy and felt full and could not breathe. The patient stated he did a manual exchange and pulled off 4000ml. The patient stated the registered nurse (rn) came over and went through everything on the hc and stated everything was fine. The technical service representative (tsr) reviewed the patient's therapy and the hc read therapy complete, initial drain volume equaled 1480ml, last fill volume equaled 1999ml, total fill volume equaled 9198ml, total drain volume equaled 9430ml, and total ultrafiltration (uf) equaled 232ml. The largest prescribed fill volume (lpfv) equaled 2000ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The registered nurse (rn) returned baxter product surveillance's call on (B)(6) 2012, regarding the reported event. The rn stated she was aware that the patient experienced difficulty breathing and felt overfull. Baxter product surveillance informed the rn that this report met iipv criteria and asked if the patient has experienced any other drain volumes or other symptoms of iipv. The rn stated no, that the patient has been continuing therapy on their new cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv) and the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The assignable cause of the iipv was undetermined.